Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator "service required" alarm condition occurred. The ventilator was evaluated by the manufacturer and the allegation was confirmed. The device's system board was replaced to address the issue.